Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and ams apogee were implanted. It was also reported that the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, due to sui and pop. It was reported that patient underwent mesh removal and removal of episiotomy on (B)(6) 2013 due to dyspareunia and pelvic pain particularly in the left vaginal fornix and at the introitus. No additional information was provided.